Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens, downstream occlusion sensor (dso) seal bubbled, and battery compartment corroded/cracked. Event history log review was performed and found evidence of reported problem. Visual inspection and sensor test/ functional testing were performed. The customer reported problem " cassette not attached" was confirmed. According to the investigation the pump dso seal was loose allowing contaminate into dso sensor which caused the reported problem. Service replaced the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. There was no patient involved in this event. No adverse effects were reported.